Event description:
The manufacturer received information alleging a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The device was not in patient use. The device was received by the third-party service center and the customer's complaint of ventilator inoperative alarm could not be replicated during burn in. However, a ventilator inoperative error was discovered in the device's event log indicating that the amount of fluctuation in the flow sensor deviated from the standard. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time. No error or alarm was noted after the replacement of the device's system board. No contamination or debris was found upon inspection of the device's air pathways. No fault was found with the device's active exhalation valve. Additionally, the device's particulate filter and air inlet foam filter were replaced for a 4-year service. The device was tested and all testing passed.